Manufacturer narrative:
Two samples were received for evaluation. Visual inspection of the two sets did not identify any abnormalities that could have contributed to the reported condition. No issues were noted during loading tests. No leaks were observed during pre-priming and priming testing. An air leak test was performed, and no leaking was observed. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with two units of prismaflex st100 sets, external fluid leaks where observed in the return lines. There was no patient involvement. No additional information is available.